Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling weak. It was also reported that the right ventricular (rv) lead exhibited rising and high thresholds with a decline in sensing measurements and oversensing. The right atrial (ra) lead exhibited high thresholds. The implantable pulse generator (ipg) was reported to have non capture on presenting electrogram (egm). The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.